Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that prior to obtaining the discordant human chorionic gonadotropin (hcg) result, quality controls (qc) were consistently within range and calibration was good. A ccc specialist reviewed the qc data which indicated proper analyzer operations on the day of the event. A siemens headquarter support center (hsc) specialist reviewed the instrument data which indicated a lack of sample which is consistent with either specimen integrity or the sample being removed before pipetting to process an additional lab test that was ordered. Hsc could not determine the cause of event. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was not flagged and was reported to the physician(s), who questioned it as the patient was pregnant. The sample was repeated on the same instrument, resulting positive for hcg. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.